Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating on (B)(6) 2013, the patient died at home. It was reported when the pump was reviewed; the pump history indicated 18 boluses were administered over a 20 minute time period approximately 24 hours prior to the patient¿s death. No additional information was provided. This complaint is being reported because, the patient experienced a hypoglycemic event and due to the allegation there may have been a delivery issue with the pump. It was unknown what the contributing factors were to the patient¿s death or if there was any indication of a pump malfunction. An investigation will be performed on the pump once it is returned.

Manufacturer narrative:
Follow-up #1: the pump has not been returned to the animas facility. Arrangements were made to perform a limited investigation by an animas associate with supervision in the country of occurrence (B)(6). Results became available to animas on (B)(4) 2013. No cracks, scratches, or other damage were identified upon visual inspection. Fading of the symbols on the keypad was identified; the keypad was found to be intact. All keypad buttons, including the audio bolus button, functioned as expected. The pump powered on correctly to the verify screen and produced both an audible and vibratory alerts. Basic pump functions including rewind, load, and prime were successfully conducted. The display was faded with a reddish hue. The review of the pump history and black box did not identify any alarms or other issues that would indicate a pump malfunction. Advanced settings for maximum basal, bolus, and total daily dose (tdd) were programmed appropriately and were not exceeded. A single basal rate delivery was programmed and the history confirmed delivery to this schedule. The patient typically administered a tdd of 25-50 units of insulin. There were multiple events in the history that show the patient delivered over 50 units on a particular day. The total amount of insulin administered on the day of the alleged event ((B)(6) 2013) does not appear to be unique for this patient. There were 18 boluses recorded in the history between 4:20am and 4:39am. On (B)(6). Evidence points to these boluses being programmed by the patient. No conclusion can be made as to why the patient delivered these boluses. Each bolus required multiple key presses to initiate and confirm. The pump produced an audible beep with the initiation of each bolus. No malfunction was identified that would indicate the insulin pump caused the event. If the insulin pump is returned to animas, additional testing and component examination will be conducted.